Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is giving an error. There was no patient involved.

Event description:
It was reported that during routine check the cardiosave intra aortic balloon pump (iabp) unit is giving an error. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, e1 event site telephone, g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, investigation conclusions, h11. Corrected fields: b5. The customer confirmed the fault was do to with the fsm. Engineer attended to complete the fsm instead. No further information is available if any pertinent information is received in the future, the complaint will be reopened and updated accordingly.